Event description:
Customer called to report the pump did not have an audible tone. Troubleshooting was performed. The audible alarm was not heard. Pump was not dropped, bumped or exposed to mositure.